Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2012-00043 addresses the first device, while manufacturer report # 3005099803-2012-00042 addresses the second device. It was reported to boston scientific corporation on (B)(6), 2011 that two flexima bilary stents were used during a bile passage and drainage procedure of the common bile duct performed on (B)(6), 2011. According to the complainant, the area of the stricture in the common bile duct was bent in a "c-shape". During the procedure, the guide catheter of the first device was able to pass the stricture; however the stent was unable to advance past the stricture. A second flexima stent was attempted to be used; however this stent was also unable advance past the stricture. No damage was noted to either device. It was reported a jagwire guidewire (bsc) was used during the procedure and it was confirmed there were no issues with this device. The procedure was completed with a non-bsc stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Event description:
Note: this report pertains to one of two flexima biliary stents used in the same procedure. Manufacturer report # 3005099803-2012-00043 addresses the first device, while manufacturer report # 3005099803-2012-00042 addresses the second device.it was reported to boston scientific corporation on (B)(6), 2011 that two flexima bilary stents were used during a bile passage and drainage procedure of the common bile duct performed on (B)(6), 2011.according to the complainant, the area of the stricture in the common bile duct was bent in a "c-shape". During the procedure, the guide catheter of the first device was able to pass the stricture; however the stent was unable to advance past the stricture. A second flexima stent was attempted to be used; however this stent was also unable advance past the stricture. No damage was noted to either device. It was reported a jagwire guidewire (bsc) was used during the procedure and it was confirmed there were no issues with this device. The procedure was completed with a non-bsc stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4):although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
The delivery system and stent were returned for evaluation with the stent attached to the delivery system via suture. Visual evaluation of the device revealed residue present on the stent, likely from the procedure. The stent barb was noted to be depressed, likely due to use of the device. No damage was noted to the suture, push catheter, or guide catheter. The stent outer diameter was measured and found to be within specification. Functional testing was performed and the stent was deployed without any issues. The complaint event could not be verified as it involved advancement of the device through patient anatomy; however it is likely that the issue occurred due to anatomical or procedural factors encountered during the procedure (such as tortuous anatomy). Therefore, the most probable root cause for this event is operational context. A review of the device history record (DHR) was performed and no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.